Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site (arm) while wearing the pod for approximately 12 hours. The patient reported that the site was inflamed, swollen and had purulent discharge. The patient attended a doctor¿s appointment and was diagnosed with an infection. The patient was treated with unspecified antibiotics to be taken once daily for 7 days. The pod has been discarded.